Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury. The reporter stated the cause of the lens tear may have been due to a loading error. A three piece lens was implanted.